Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The patient was treated with injections of ciprofloxacin 100 milligram (mg), amikacin 25 mg and heparin 1000 international units (iu) (in all the 3 bags). The root cause of the peritonitis was unknown. The patient was recovering from the event of peritonitis.